Event description:
During a laparoscopic cholecystectomy procedure, scissored clips. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/22/2005. A1,2,3,4; b6,7; d11: indo was not provided by the initial contact. D4; h4: info is unavailable; device was not returned for eval.